Event description:
The customer reported "the unit was very noisy and smells like burned". No pt involvement was reported. The covidien service tech called and spoke to the customer's service tech who stated the blower was defective.

Manufacturer narrative:
The covidien service tech performed inspection and performance testing and found the turbine (fan) was missing from the unit, however, there was no evidence of smoke or any burned housing or components. It could not be confirmed when or by whom the turbine was removed. Part # 501-5800 is not distributed in the u.s; however there is a device of essentially identical design distributed in the united states. Applicable 510k# for us distributed part is k913016.